Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report recurrent mitral regurgitation and death. It was reported that a mitraclip procedure was performed on (B)(6) 2022 to treat functional mitral regurgitation grade 4. One clip was placed successfully, reducing mr to grade 1. On (B)(6) 2022 a follow-up echocardiogram was performed, and the clip was confirmed to be stable on both leaflets and mr was slightly recurrent grade 1-2. On (B)(6) 2022 the patient died. The cause of death is unknown. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, causes for the reported mr and death could not be determined. Additionally, the reported patient effects of mr and death are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.